Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10-03-2024, that on 10-02-2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 10-03-2024, the patient reported that on 10-02-2024, they experienced a skin reaction with itching, redness, inflammation, and pimples, underneath sensor pod area only, which occurred 10 days after the sensor had been inserted in the arm. On 10-02-2024, the patient noticed that her arm was swelling due to the skin reaction and decided to go to the hospital at 6:00pm. Initially, no treatment was applied on the skin reaction at the hospital, but an ultrasound was made to exclude any blood clots in the affected area. After waiting for almost 6 hours the patient got the test results and the doctor provided her a prescription for medication and the patient went back home around midnight. The route of treatment could not be confirmed, and multiple attempts to contact the patient for more information were unsuccessful. No photo was provided. There was no documentation of medical intervention. At the time of the report the patient was stable. No other details were documented. No additional event or patient information is available.